Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Product analysis determined that the condition of the returned device was consistent with the complaint incident. Additionally, there was a hypotube fracture. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Inspection also revealed, a complete hypotube separation 64cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. The 80% stenosed, eccentric, de novo, 8mmx4mm target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left main (lm) coronary artery. A 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use to predilate the lesion. However, the balloon shaft kinked. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.